Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm noted. The motor was tested outside of the device and passed. No moisture damage found on electronic assembly. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window, cracked case at display window corner, cracked reservoir tube and scratched reservoir tube window.

Event description:
Customer reported a motor error on his insulin pump. He was at work and he heard the alarm. Customer's blood glucose was unknown. Customer was in the ocean and the device was wet for a little bit. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.